Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the alnty ci snsr bsl, list number 04s68-04, needed to be replaced which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I results for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was -2.103 pg/ml, which was reported out as <10 pg/ml. The sample was tested on another analyzer, on (B)(6) 2024, and the result was 2003.9 pg/ml. A different sample from the patient, sample ID (B)(6), was tested and the initial result, on (B)(6) 2024, was -1.601 pg/ml, which was reported out as <10 pg/ml. The sample was tested on another analyzer, on (B)(6) 2024, and the result was 2571.2 pg/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I results for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2024, was -2.103 pg/ml, which was reported out as <10 pg/ml. The sample was tested on another analyzer, on (B)(6) 2024, and the result was 2003.9 pg/ml. A different sample from the patient, sample ID (B)(6), was tested and the initial result, on (B)(6) 2024, was -1.601 pg/ml, which was reported out as <10 pg/ml. The sample was tested on another analyzer, on (B)(6) 2024, and the result was 2571.2 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.